Manufacturer narrative:
Reliability analysis one opened and used enlite sensor was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Analysis connected the sensor to the transmitter and placed it in solution. Analysis failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Analysis checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Analysis found cannula whole with no broken or missing parts.

Event description:
The customer reported via phone call that the one of the sensor had no electrode. The customer stated that the other sensor was found broken. The customer's blood glucose was unknown at the time of incident. The customer stated that the transmitter was not blinking when it was connected to the sensor. The sensor will be returned for analysis.